Event description:
Pt is a cancer pt with intractable pain receiving via epidural port catheter 5 ml/hr of continous fentanyl 25 mg/ml plus pf xylocaine 20 mg/ml. Pt fell and broke PICC line one cm past insertion wings, PICC line pulled as a result.